Event description:
It was reported that inflation and deflation issues occurred. The stenosed target lesion was located in the superficial femoral artery. A 6.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. Two or three attempts were made to inflate the balloon. The balloon was not inflated until 8-10 atmospheres. The balloon was unable to fully inflate nor deflate. The procedure was completed using an alternate device. No patient complications were reported. It was further reported that it was fully removed as it was not able to inflated.

Manufacturer narrative:
D2b - pro code (product code): lit. G4 - PMA/510(k) # field on 3500a form: k103751, k110122, k141521.

Manufacturer narrative:
D2b - pro code (product code): lit. G4 - PMA/510(k) # field on 3500a form: k103751, k110122, k141521.

Event description:
It was reported that inflation and deflation issues occurred. The stenosed target lesion was located in the superficial femoral artery. A 6.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. Two or three attempts were made to inflate the balloon. The balloon was not inflated until 8-10 atmospheres. The balloon was unable to fully inflate nor deflate. The procedure was completed using an alternate device. No patient complications were reported.